Event description:
A customer reported that during surgery, a surgeon noted when attempting to create the main incision, that the keratome was too blunt to be used. Another keratome was opened and used to complete the incision. There was no harm to the pt.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company acceptance criteria. The root cause has not been determined. (B)(4).